Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. During the corresponding treatment a warning message occurred several times. After evaluation of the logfiles from the technical department, it could be that the laser head was not warmed up yet, which might have an influence on the energy. The fluence test was done almost two hours later than the energy check. According to the logfiles, the fluence test was still within the range. The reason why the treatment duration was so long, was an error message. It popped up for 94 times and is responsible for this high amount of breaks. The reason was that the internal energy sensor detected a deviation of more than 20% to the previous energy check. This is not surprising, since the last energy check has been performed almost 4 hours in an unstable condition. This long duration of the treatment might be the reason for the result. The root cause could not be determined conclusively. The most probable root cause could be user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the patient complained of blurry vision, halos and glare. The patient is still being followed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with an undercorrection and complaints of blurry vision following lasik treatment of the right eye. Additional information requested.